Manufacturer narrative:
The device was returned for analysis. The reported ¿when the plunger was removed, there was no suture present¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two prostyle devices using the pre-close technique prior to a an interventional endovascular aneurysm repair (evar) procedure via a 6f sheath. Reportedly, after each of the prostyle plungers were removed, there was no suture present. The pre-close technique was abandoned. The sheath was upsized to 14f and the evar procedure was completed. Hemostasis was achieved after the procedure using manual arterial compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.